Manufacturer narrative:
Product evaluation: an event of valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. It is noted that the explant was a 17 mm masters and the replacement was a 23 mm masters. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Limited information was received through abbott's patient device tracking department that a 17 mm masters series valve was explanted on (B)(6) 2017. Additional information was requested from the hospital and implanting surgeon however no information was provided. An abbott representative reached out to the md without results. It was confirmed the 17 mm valve was implanted and explanted from the pediatric patient on the same day. A replacement valve of a 23 mm masters series was implanted. Based on the limited information, there is the potential for a sizing issue but it could not be confirmed. No additional information is available.

Event description:
On an unknown date, a 17mm masters series valve was implanted. On (B)(6) 2017, the valve was explanted. The notice of explant was received in patient device tracking with limited information made available. Additional information was requested.